Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00620206620, shell porous with multi holes 66 mm, lot#: 63660618. Catalog#: 00630506636, liner standard 3.5 mm offset 36 mm i.d., lot#: 63098311. Report source: foreign: (B)(6). The device will not be returned for analysis as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04748, 0001822565-2019-04752.

Event description:
It was reported that the surgeon struggled to seat 40mm liner. He attempted to seed the 36mm liner and also had difficulty. He finally was able to seed the 40mm liner. Attempts have been made and additional information on the reported event is unavailable at this time.